Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1400 mg/dl resulting in vomiting, diabetic ketoacidosis, and customer was "unconscious, had acute renal failure and high sensitivity troponin". Cause of bg level was not known. Reportedly, customer "was trying to stay focused at work" and "may not have heard the high bg alerts". An emergency medical technician transported customer to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 4 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.